Event description:
The customer initially reported vacuum system timeout. While at the facility the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physician complaints reported. The fse repaired unit.

Manufacturer narrative:
The fse replaced the oil mist filter. He ran an empty test cycle that passed.